Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that investigation of the returned heartmate 3 left ventricular assist system (lvas) revealed an extrinsic outflow graft obstruction (eogo).

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), confirmed an extrinsic outflow graft obstruction (eogo). Hm3 lvas, serial number (B)(4), was returned with the pump cable severed approximately 11.5¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft attachment hardware. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon removal of the sealed outflow graft bend relief, a lengthwise crease was observed in the graft material. A larger accumulation of smooth, fixed, tissue ingrowth was observed on the exterior of the graft which had filled in and formed over the crease, suggesting that the graft material had been distorted for an undetermined amount of time while mlp-015274 was supporting the patient. A portion of this tissue was pulled off as the bend relief was removed. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. A specific cause for the observed outflow graft distortion or a duration of time for which it was present, could not be determined through this evaluation. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured events consistent with the patient¿s reported transplant surgery. The retrieved data appeared to capture the device functioning as intended. Mlp-015274 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the fil on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.